Event description:
It was reported that there were some protrusions on the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one opened magic3 go male catheter was received without the original packaging. Visual evaluation noted the catheter did not have any flash, grooves, or protrusions throughout the entire device. This meets specifications as there was no flash found on the catheter. The product was not used for diagnosis or treatment. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a labeling review was not performed because labeling could not have prevented the reported failure". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were some protrusions on the catheter.